Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was blood disease and ptp. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer was vomiting, so the spouse thought it was because of the customer's blood glucose. Upon checking, the blood glucose reading was perfect, so the customer's spouse decided to call the paramedics. The caller did not know the customer's blood glucose at the time of death. . The last known blood glucose reading was 105 mg/dl on (B)(6) 2015 at 3:36am. The customer was not wearing the insulin pump at the time of passing; it was removed by the paramedics when the customer got transported by the ambulance. The customer was using sensors but was not wearing one at the time of death; the sensor was on the charger when the paramedics arrived. The caller stated that she needs to check with the decedent's spouse regarding the return of the insulin pump. At this time no further information is available.